Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after deploying the clip, resistance was encountered during device removal. A dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset, but the thumb advancer was not retracted proximally to aide in the release of the device from the patient's anatomy. The device was removed with a "compulsory pull back." When the device was removed, bleeding continued. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (Off label use), (patient selection). (B) (4). The device was received. Investigation is not completed.